Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR 6714626-20251118183547. Please disregard this report.

Event description:
It has been reported that the device is failing self-test.